Manufacturer narrative:
We had not previously been notified of this incident. It was reported that the end user fell on (B)(6)2010 when a wheel fell off while ambulating with a medline rollator. As a result of the fall, the end user suffered compression fractures of his lumber spine. Surgical intervention was required. The condition of the rollator is not known or if it had been properly maintained. No item number or lot number was provided. No sample was returned for evaluation. No photos were provided for review. We have no other details related to the incident. No root cause has been determined and we have not confirmed this was a medline rollator. However, due to the reported injury, this medwatch is being filed.

Event description:
It was reported that the end user fell while ambulating with the rollator and suffered compression fractures.